Event description:
The user experienced pt creatinine values that were "unusual" and too low. One example was provided of a sample with a result of 1.2 mg per dl that measured around 3 mg per dl in the lab. No info was provided to determine if the erroneous results were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.